Event description:
Pt with extensive past medical history admitted to the hosp for bacteremia and staph aureus. Treated with antibiotics and discharged. Came back into the hosp c/o chest pain. EKG unremarkable except for pacemaker malfunction. Pt was not pacemaker dependent and the decision was made to remove the malfunctioning pacemaker and not implant another.